Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided d1: brand name unknown / provided d4: additional device information unknown / not provided d4: unique identifier (UDI) number not available d6: implant date unknown / not provided d9: device availability unknown / not provided g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the screw loosened. After that the implant at tooth site 14 fractured at the collar of the implant ((B)(4)).